Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Manufacturer narrative:
No issues were identified with the complaint kit lot during the investigation. The investigation is on going and a supplemental report will be submitted on completion of investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged discrepant results for 2 patient samples using the sars-cov-2 & influenza a/b test on the cobas® liat® system. Sample a generated a false positive result for flu b and sars-cov-2. Sample b generated a false positive result for flu a and sars-cov-2. The patient sample was retested on with the cobas 6800/8800 sars-cov-2 test and an influenza a/b and rsv test and the results were not provided. During review of the provided data, it was noted that sample c generated a false positive result for flu b; this sample was not alleged by the customer. The results were reported out to the clinician and no harm was alleged. It was also noted that medschanker stm media 3ml vial was used for sample collection and it is an off label practice. 3 initial reports will be submitted for 3 patients.